Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during a left heart catheterization, the doctor was trying to insert sheath into the radial artery. He only got a small portion of the sheath into the artery, and it would not advance. Upon removal of sheath the doctor noticed the tip of the dilator was blunt. When they compared to a new one it was approximately 10mm shorter than the new one. The doctor decided to fluoro the wrist and they noticed there was a foreign object in the location of the radial artery. The doctor decided to consult vascular surgery. The wire was removed, and a tr band was placed. There was no blood loss. Additional information was received on 21feb2025: the foreign object was the tip of the dilator. It was removed by vascular surgery. The sample was in the patient, yes has blood on and in sheath. The doctor stated that usage of the device felt the same as every other time he has used it in the past. The patient was stable and discharged from hospital on (B)(6) 2025. There was no issue with the tr band as it achieved hemostasis.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The complaint cannot be confirmed for dilator tip breakage as the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Field clinical was contacted about this complaint and stated the patient may have experienced a spasm causing the dilator to kink, then break when removed or the angle of dilator insertion caused the exposed dilator portion to kink, then break against the back arterial wall from lack of sheath support. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).